Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the pod was giving an alarm.

Manufacturer narrative:
Inspection of the device found corrosion on internal components, such as the pcb assembly, mechanism rails, catch beam, and bottom battery. Fluid was observed to be leaking from a hole in the reservoir. The reservoir was found to be punctured through the fill port, resulting in an internal leak and corrosion. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined.